Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture, capsular contracture (baker grade ii) and double capsule". This relates to the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture and double capsule was received on june 17, 2025 with lot number 226631. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ double capsule: unable to observe. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture, capsular contracture (baker grade ii) and double capsule". This relates to the left side. Device was explanted and replaced.